Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle librelink, the sensor low/high alarm failed to trigger and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of glucose tablets, and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Successfully received high/low glucose alarms on ios/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle librelink, the sensor low/high alarm failed to trigger and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of glucose tablets, and no further information was provided. There was no report of death or permanent injury associated with this event.